Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue had been resolved. There were no symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had poor communication on the patient programmer (pp) and since having the new ins implanted the patient has been unable to increase or decrease stimulation. The patient stated that she was seeing poor communication on the pp and she called her health care professional and they upped it last time. The patient also mentioned that she was hurting because she had not been able to go pee. The patient reported seeing a message indicating the pp batteries needed to be replaced and they were replaced during the call. Trouble shooting attempts were made and the patient confirmed the antenna was secure and synced with the ins. Trouble shooting resolved the issue and the patient was able to sync to the ins and was increasing stimulation. There were no further symptoms or complications reported or anticipated.